Manufacturer narrative:
Additional narrative: this device is intended for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2013, put k wires through compression device, one wire broke off and remained stuck in compression device. This added about 15 minutes to procedure time. The surgery was completed successfully; however, the k wire is still stuck in compression device. This part is damaged, but will be returned as per the usual evaluation device return method, along with reference to this device log or complaint this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development evaluation reports as received condition on the broken k-wire was left in the distraction / compression device. The additional comments for the complaint description indicate that the guide wire was discarded in the trash at the time of surgery. In addition, during the device evaluation, it was noted that the distraction / compression screw was very difficult to turn. Since the product was released in april 2012, the complaint history and sales history for the previous 15 months were reviewed. (B)(4) ulna osteotomy plates were sold. Over this period, only one complaint related to this device was received for broken guide wires. In addition, the risk analysis for this project was also reviewed. The risk analysis is plm and was at revision a.23 for this review ¿ reference line 246.3. The severity of harm is appropriately identified at 2. (B)(4). In conclusion with the limited information provided in the complaint, it is difficult to determine if the device design played a role in the failure. The complaint is indeterminate.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device shows marks of use; there is no k wire stuck in the device as mentioned in the complaint description; the spreading spindle is not jammed but hard moving. There is no k wire stuck in the device as per complaint description. The device appears to be forcibly used. The microscopic investigation of the moving spindle shows that it is worn; the surfaces of the thread flanks are worn and roughened and cannot be checked to post manufacturing accuracy anymore.